Manufacturer narrative:
Per the clinic, the patient developed an infection at the implant site resulting in extrusion of the electrode array; the patient was treated with oral antibiotics without resolution. Subsequently, on (B)(6) 2015, the device was explanted. This report is filed january 21, 2016.

Event description:
Per the clinic, the patient developed an infection at that implant site. It was also reported, the patient underwent a procedure (date not reported) to clean the site due to an abscess. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.